Event description:
It was reported the patient received an inappropriate shock from the right ventricular lead due to t-wave oversensing. It was noted that no reprogramming was done and the issue was due to patient medication. The lead remains in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.